Event description:
It was reported that ongoing occlusion alarms occurred. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. There was no reported adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.